Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the patient's sensor received a lost sensor alarm, and when they removed the sensor from their body the cannula was missing. The patient's blood glucose at the time of incident was 6.4 mmol/l. The customer was advised that the cannula must have been retracted; however, this was not confirmed during troubleshooting. The sensor will be returned or replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.